Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06394. Related manufacturer reference number: 2017865-2021-06396. It was reported that the patient with a pacemaker and two leads presented with an infection which lead to sepsis. The physician considered antibiotic treatment for the infection. The patient was in stable condition.